Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned timeouts in pulse widths, although no alarm was generated. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Metal debris was found in between the fingers of the commutator cap, indicating grinding with the rotational sensor springs. The rotational sensor springs were found with an excessive inward bias, resulting the grinding with the commutator cap. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 19.5 mmol/l (351 mg/dl). The patient removed the pod and reported the cannula was bent. The patient treated the hyperglycemia by applying a new pod and delivering a correction bolus. The pod was worn for longer than 48 hours.